Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was returned for evaluation. Sleeve function testing was conducted on the customer samples and no defects were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6067839. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the retractable sleeve that covers 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, in order to avoid the leakage of blood when the personnel change to other tube,was not working causing blood leakage at the moment of changing the tube. No blood exposure to mucous membrane. No medical intervention or injury.